Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications. No unexpected battery out limit alarms noted by analysis. The insulin pump was received with intermittent buttons due to corroded keypad traces. Analysis found no anomaly of the display ramping on its own. The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. The insulin pump was received with a cracked case at the lcd window corners and a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 75 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.